Event description:
During a routine check of the iabp, the customer observed that the iabp batteries won't charge when unit is placed onto cart. No patient was involved.

Manufacturer narrative:
The company representative observed that the cart led shows line power but the display shows device on battery. This issue has been intermittent and was trouble shot. The company representative replaced the power supply. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The device history record (DHR) for the iabp has been reviewed. There are no non-conformances noted in the DHR related to the reported event. Internal complaint number: (B)(4).